Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that had numerous kinks / bends and was unraveled near the distal end. The catheter was not returned. The core wire was broken adjacent to the distal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw the wire against the needle bevel and not to use excessive force during removal. Operational context caused or contributed to the event. No further action will be taken. Additional information: the device code for unravelled was added.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that the subclavian insertion of the central venous catheter went fine with nothing to report. Also the guide wire was advanced with no issue. However, the removal was difficult: it was impossible to remove the guide wire. As a result, the entire catheter had to be removed along with the guide wire and another catheter was inserted, this time with no issue as all went fine. No additional clinical consequences were reported.